Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that there were no alarms, alerts or warnings were noted. The reprocessing technician had removed the scope from the automatic endoscope reprocessor (aer) and set it aside for an additional cycle. The technician reportedly went on break. A second technician came in and removed the scope from the reprocessing room approximately 15 minutes after it was removed from the aer. It was thought that the scope had been cleaned but it was not. The oer-pro was not leaking and there was no damage to the connectors or abnormalities to the aer noted. It is unknown if the scope was cultured. Additionally, the user facility reported that a blood panel test was done for (B)(6) for both patients and both patient's results were (B)(6). Patient one did not have any pre-existing conditions that could have affected the second patient. Per the user facility, it is believed the second patient was treated for cross contamination. However, it is not known if the patient was treated prior to testing or while waiting for results. Also, the patient¿s course of treatment is unknown. The user facility reported no patient infection or injury.

Event description:
The service center received a medwatch that states that ¿oer-pro was being used to clean a colonoscope. The connector came loose, and the pro cycle was terminated early. Scope was removed from the oer-pro and mistakenly used on another patient during a colonoscopy. The oer-pro should have a feature that alarms if the valves are unattached or cleaning is not complete. This is a poor design for this machine" this is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm confirmed that the subject device was shipped in accordance with specifications via DHR. The lm reported that the most probable causes for the reported event are as follows: since no damage nor scratches were confirmed on the connector of oer-pro, we could not confirm any factor to cause the event from design nor structure of the device. It is presumed that wrong connection of the connecting tube by the user caused the suggested event. Even though the suggested event occurred, abnormality is detectable by conducting the following inspection as stated in the IFU section 4.10 remove the endoscopes. ·at the end of the reprocessing cycle, check each connecting tube prior to removing the endoscope from the reprocessing basin. If you find that any connecting tube is kinked, or any connecting tube is not attached at both(all) ends, you must repeat the entire oer-pro reprocessing cycle from the beginning. A kinked or unattached connecting tube will prevent the channels of the endoscope from receiving sufficient fluid flow to achieve proper cleaning and disinfection. ·any irregularity in the use of the connecting tubes (improper connecting, kinking, accidental detachment, use of the wrong connecting tube)will cause the oer-pro reprocessing cycle to become ineffective. The irregularity must be corrected, and the endoscope must be reprocessed again under correct conditions.